Event description:
The customer reported that the unit will power off on its own. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.

Manufacturer narrative:
Other text: the returned device was evaluated. No external damage or defects were found during visual inspection. During functional testing, the device was manually powered on and off 10 times without error and performed measurements without error. The reported issue was not reproduced. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the unit will power off on its own. There was no patient impact or consequence reported.